Event description:
It was reported that the patient had shortness of breath, dizziness, general tiredness and lower blood pressure prior to device replacement for normal elective replacement indicator (eri). It was also reported that during the device replacement, the physician decided to cap and replace the chronic right atrial (ra) and right ventricular (rv) leads due to low impedances. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1996. (B)(4).